Event description:
It was reported that an infection occurred. The lead was explanted. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: pjn2138925 the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d224drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010; 694765 implantable tachy lead implanted: (B)(6) 2004. (B)(4).